Event description:
Arjo was notified about the event with involvement of concerto shower trolley. It was reported that during shower on this device the patient was put on her side and leaned on the side support to be washed. Then the side support opened and the patient fell out of the stretcher. The patient sustained hematoma on the left side of her head. She was taken to the hospital for observation, but no medical treatment was given.